Event description:
It was reported device has a cracked lens over the display. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) lens, upper case, lower case, two side bail covers, and ring cover are broken. Battery release, lead flex cover, release spring, keyboard pad, and battery flex are contaminated. Two side bails and ring are missing. Battery drawer and encoder flex are damaged. Battery contacts compressed. (B)(4).